Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed an error during the fill tubing process and stopped after approximately 12¿15 units, preventing completion despite multiple attempts and restarts; the user replaced cartridges, luer connectors, and infusion sets, then reverted to backup therapy and administered subcutaneous insulin by pen. Symptoms included hyperglycemia with blood glucose reported around 400 mg/dl. Outcomes included an unspecified impact that could not be categorized by available terms. Investigation included communication with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous motor error notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.